Event description:
The account stated the patient exited the bed and the bed exit did not alarm. The account would not disclose if the patient fell or was injured.

Manufacturer narrative:
Repairs have not been completed.